Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported nav-ring failure. No patient/user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 29jun2019. The field service engineer (fse) replaced the nav-ring per fco31. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.